Event description:
It was reported that during a percutaneous coronary intervention, a shaft break occurred. The lesion was located in a non-tortuous, unspecified vessel. The physician advanced the 12 x 3.0mm quantum maverick mr balloon catheter to post-dilate the previously placed stent, however, the physician encountered difficulties advancing the device across the stent. The physician noted that "the catheter felt a little funny" and that the maverick could no longer be advanced over the wire. The physician pulled back the maverick and noted that the shaft had broken. Fluoroscopy was used and it was noted that the maverick shaft break occurred inside the guide catheter. The physician successfully removed the guide catheter containing the maverick outside of the patient. All maverick device fragments were accounted for outside of the pt. Another of the same device was used to successfully complete the procedure. No patient complications were noted and the patient's status was reported as "ok".

Manufacturer narrative:
The returned balloon catheter was received in five pieces. The first piece measured 41cm from the distal edge of the strain relief to the hypotube break location. The second piece measured 90cm from the hypotube break location to the distal end of the tip. The remaining three pieces broke off the hypotube and measured 3cm, 2.5cm and 6cm. The broken ends of the hypotube appear to be compressed indicating that the hypotube was kinked prior to the break. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).